Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were half the size of a pea. The customer's blood glucose was 322 mg/dl at the time of the call. Customer stated they did not rewind the insulin pump with the reservoir in place during troubleshooting. Troubleshooting could not be completed as the customer became irate. It was unknown whether the customer was able to resolve their air bubbles. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.